Event description:
Patient had a revision surgery on their right hip.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown right stryker hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.